Event description:
On (B)(4) 2013, our (B)(4) affiliate received a medical device safety info report from the (B)(4) which stated the following: the pt was wearing 1-day acuvue define lenses (lot number and power unk). The product is not available for return. The pt wears the lenses for 4 hours or more a day, but less than 8 hours per day. The pt is non-pregnant. On (B)(6) 2013, the pt presented with left eye (os) redness, pain, eye discharge, foreign body sensation and blurry vision. The pt was diagnosed with corneal infiltrates os and iridocyclitis os. The pt was prescribed bestron 5ml eye drops, gentamicin sulfate nitto 5ml eye drops, and tarivid eye ointment 3.5g (dosing is unk). The pt was instructed to return for f/u, however, she has not returned to the clinic since then. The eye care professional (ecp) stated the causal relationship with cl cannot be ruled out. The event was not serious and there was no possibility of permanent impairment of the visual acuity. On (B)(6) 2013, the ecp refused to provide add'l info but stated that the corneal infiltrates were located on the entire peripheral cornea os. No add'l info is available.

Manufacturer narrative:
Based on all available info, no causal factors can be determined and no conclusion can be drawn. Add'l info will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.